Manufacturer narrative:
As the reported device was not returned, angiodynamics cannot perform a device evaluation. The catheter complaint sample was not returned for evaluation since there was no report of catheter or laser system malfunction during the procedure. Given the nature of this serious adverse event, the customer's reported complaint description of experiencing significant pain could not be confirmed. Per the event description and additional information from the rep, each case was finished with the current catheter, and two dissections out of three were resolved after placing stents (B)(4). This conclusion was confirmed by an angiographic core laboratory that reviewed this case. The likely root cause of the experiencing significant pain/ vessel dissection was using the guidewire during the procedure, not the advancement/use/lasing of the auryon catheter. The DHR was reviewed for the reported catheter serial number. The review confirmed that the lot met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports were issued. Labeling review: instructions for use (ifu0110) are provided with the catheter device and contain the following statements: warnings · pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. · the proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Based on physician discretion, an embolic protection device (epd) may be used during the procedure. Refer to the selected epd's instructions for use (IFU) for details on its handling and use. Potential complications / procedural complications: distal embolization. Auryon catheter insertion over the guide wire until laser activation: once arterial access is achieved, perform baseline angiography to evaluate the pad and plan on the appropriate catheter size, as well as any accessories that may allow better pushability of the catheter, once inserted. This may include a long sheath and/or guiding catheter (depending on the access approach: retrograde or antegrade). The distal end of the longer sheath/guiding catheter should be placed as close as possible to the lesion, in case of retrograde ("contralateral" or "crossover") approach, tortuous anatomy or highly calcified lesions. Please refer to table 1 for selecting the minimal sheath size. For longer length (xl) catheters, use a preferred sheath and/or guiding catheter of an appropriate length. You may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014" (for longer length (xl) catheters, use a preferred 0.014'' guide wire (gw) of an appropriate length; for 1.7mm catheters, 0.018'' gw may be used), and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the guide wire. Flush the auryon catheter guide wire's lumen from the handle's luer lock port, using 5-10cc saline (preferably heparinized). The entire guide wire must be soaked with saline before insertion into the gw lumen. The gw is inserted from the distal tip of the catheter toward the handle. The gw lumen is located in the center of the catheter shaft. Introduce the distal tip of the auryon catheter over the soaked guide wire, and once in the vessel, under fluoroscopy control, guide the auryon catheter to the lesion, until the distal tip of the catheter shown on the fluoroscopic monitoring screen is proximal to the lesion. Only at this point of the procedure, instruct the laser operator to put the laser system in ready mode. Reference (B)(4).

Event description:
An angiodynamics global clinical director reported an issue with auryon atherectomy catheters 1.7mm - hydrophilic coated. During the use of the catheters, at 50 mj/mm², three patients reported experiencing significant pain. This was observed in all three cases conducted today. Each case employed intravascular ultrasound (ivus) for true lumen verification. All superficial femoral artery (sfa) cases ranged in size from 5 to 7 mm, and dissection was noted following laser treatment, with two patients requiring stenting.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). Reference pr33531 1319211-2024-10011. Reference pr33545 1319211-2024-10013.